Manufacturer narrative:
Investigation: in order to confirm the customer's complaint of erratic results for a pt sample with reagent pack lot number 22592q100 on the axsym total b-hcg assay, two pt file samples were tested at concentrations of approximately 42 and 11,000 miu/ml respectively. These concentrations reflect the approximate values obtained by the customer on pt samples that exhibited erratic results. The customer did not specify a lot number for calibrators and/or controls, therefore, file kits were used in the investigation. The controls tested were within package insert ranges, verifying assay performance. The customer's observation of erratic results when testing a pt sample at approximately 40 and 11,000 miu/ml was not confirmed with reagent pack lot number 22592q100 on the axsym total b-hcg assay. Without return of the original pt sample in question, the investigation is not able to determine if the erratic results were sample specific. No corrective action is necessary. This is the final report.

Event description:
In september of 1996, the account reported an erratic result for the bhcg assay, which was run on the axsym analyzer. A result of 42 iu/ml was reported and questioned by the physician because the pt had a result of 11,000 iu/ml on the previous day. The lab reran the sample and received a result of 12,031 iu/ml. The sample had been run in the primary tube with a 1:200 dilution and an error code or flag was not received with the first reported result. Further pt info was not received from the account. No report of injury.